Manufacturer narrative:
Other relevant device(s) are: product ID: 9735225r, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Through communication with the manufacturing representative, it was determined that the issue was due to a hard drive malfunction. The computer was replaced. After this, the issue could not be replicated and the system passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site was experiencing issues with the system becoming unresponsive and shutting down multiple times during the week. The manufacturing representative confirmed that the patient exam folder only had 14 patients so there was not a disc space issue. It was later determined that the cause of the issue was due to a hard drive malfunction. There was no patient involved when this issue was discovered.

Manufacturer narrative:
The computer with lot number 1774680 was returned to medtronic for analysis. Analysis revealed that the computer booted normally to the application screen. The installed programs started and ran normally. No unresponsiveness or shutdowns were observed. No failures were found. Fdm, fdr, fdc codes apply to this analysis. If information is provided in the future, a supplemental report will be issued.